Event description:
Dexcom g7 failed early (supposed to last 10 days, lasted 7). In the past year several of my g7 sensor have failed. Dexcom has been good about replacing them, but maybe someone needs to look at this product, is it ready for the public? May need some more manufacturer work. I've sent the failed units back to dexcom.